Event description:
The customer reported that "monitor has no sound no alarms". The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.